Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the male leur lock broke inside the intravenous cap when the nurse disconnected the set from the patient. Medication was administered before the tubing set broke. Although requested, no additional information was provided.

Manufacturer narrative:
Additional info: b.5. Correction: d.4.

Event description:
It was reported that the male luer lock broke inside the intravenous cap when the nurse disconnected the microtubing set from the patient. Medication was administered before the tubing set broke. Although requested, no additional information was provided.

Event description:
It was reported that the male luer lock broke inside the intravenous cap when the nurse disconnected the microtubing set from the patient. Medication was administered before the tubing set broke. Although requested, no additional information was provided.